Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's trial procedure, a csf leak occurred. It was also reported the physician attempted to place the trial lead for an hour to no avail due to the patient's anatomy. As a result, the procedure was abandoned. Follow-up identified that following the procedure the patient experienced a headache which as of (B)(6) 2014, has resolved without intervention.